Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the patient expired. Additional information provided to the manufacturer confirmed that the patient died of natural causes (kidney failure). The lvad pump was turned off after the patient expired.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.